Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord on the device had a cord that had been cut exposing the wires. Therefore, the reported condition was confirmed. The assignable root cause determined to be mishandling of the device by allowing the cord to come into contact with a sharp object, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during pre-surgery testing, it was observed that the foot control device had a cord damage. During in-house engineering evaluation, it was observed that the device cord had a cut on the cord exposing the wires. There were no delays in the scheduled surgical procedure as an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly